Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent (2.75mm x 24mm) to a calcified lesion in the lad with stenosis but the device could not pass the lesion. The device had been prepped before use with no issues noted. The lesion had been pre-dilated. The physician used a new device (2.5mmx24mm) to complete the surgery. No clinical sequelae were reported. Evaluation summary: the device was returned for analysis. The first distal segment of the stent had evidence of misalignment. The 9th proximal segment of the stent had some struts overlapping surrounding struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ stenosis and calcification. (Deformation problem) evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ stenosis and calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).